Event description:
It was reported by the rep during a low anterior resection while attempting to fire through the rectal stump via the double stapling technique the device would not fire. The instrument was opened and taken apart leaving unformed staples and stool in the abdomen. The rectal stump and proximal purse string were redone and a second device was fired. The rectal or distal tissue ring was incomplete. The area of defect was hand stitched. The o.r. Time was extended by two hours. There was 500 cc extra of blood loss. The bowel contents were exposed to the abdomen and staples were free in the abdomen.